Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported a case of irregular flap.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, fse(field service engineer) performed functional tests and no irregularities were found. After the tests, preventive maintenance was carried out, and system meets specifications as per sir (service installation record). The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during startup and not as recommended every two hours. The logfile shows multiple successfully performed treatments. The reported treatment could not be identified in the logfile, due to missing patient data. No relevant deviation between planned and performed energy is detectable for all treatments. Log files shows no relevant info or warning message for the treatment day. All treatments were finished successfully without any issue. No technical root cause could be determined for the reported event. The manufacturer internal reference number is: (B)(4).